Event description:
On (B)(6), 2011, the lay-user/patient contacted lifescan (B)(4) alleging that a one touch verio meter read inaccurately erratic. The patient reported blood glucose results of "10.8 and 9.3 mmol/l" with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of less than or equal to 15%. The patient did not allege any harm or injury because of the reported issue. The patient was sent replacement products. The patient also mentioned results of "7.something" and "6.something." However, the details of when the results were obtained are unknown. The patient did not have control solution for troubleshooting.

Manufacturer narrative:
The test strips involved in this complaint have been returned to lifescan and evaluated by product analysis on (B)(4), 2011, with the following findings: the test strips failed control solution testing high. The meter has been also been returned to lifescan for evaluation. However, the evaluation of the meter has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. The 510 (k) # is k093745.

Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.